Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a flo-gard infusion pump with a "failure code 49" which interrupted the patient infusion in the recovery room of an animal clinic. There was no patient injury, medical intervention necessary or adverse reaction noted in association with this event. No additional information is available.